Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.0/135 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "doctor wants to change the lens position to a horizontal position. There is no domestic stock of horizontal lens, so the doctor and patient fully communicate with each other to replace the vicmo." The problem was resolved. The cause of the event was reported as unknown.